Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart xl displayed a 20004 (front end failure) message which is associated with a cycle power message. There was no reported pt involvement and/or pt impact.